Event description:
The reservoir ruptured during the patient use at the hospital. The height of the restrictor was unknown. Attachment of the huber needle to the infusor was unknown. There is no patient control module information. There was no patient involvement and no patient injury or medical intervention. The actual sample is available. The concomitant medical products are currently unknown.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a ruptured reservoir was confirmed. Visual examination of the unit determined that the bladder ruptured in a footed position. The root cause could not be determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.